Event description:
It was reported that during an implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high out of range shock impedance measurements. The device was disconnected and reconnected with testing completed multiple times all with an impedance of greater than 400 ohms. The device was then removed and replaced. After connecting the new device, the impedance measurement were within the normal range. No adverse patient effects were reported.

Event description:
It was reported that during an implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high out of range shock impedance measurements. The device was disconnected and reconnected with testing completed multiple times all with an impedance of greater than 400 ohms. The device was then removed and replaced. After connecting the new device, the impedance measurement were within the normal range. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.